Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Functional/performance inspection: the device was returned for evaluation. There were no visual anomalies noted on the returned driver. The driver passed all functional testing at the 22mm and 15mm positions. The driver also passed all force testing. The device passed all functional testing and the reported self-activation could not be replicated. The device was cleaned, lubricated and returned to the customer. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the investigation is unconfirmed for self-activation, as the device functioned as intended. The definitive root cause could not be determined based upon available information. Labeling review: the current magnum biopsy instrument instructions for use (IFU)provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that during functional testing, the device self activated. No patient injury, impact or involvement reported.

Event description:
It was reported that the device was sticking and firing itself. No patient injury, impact or involvement reported. No additional information has been provided at this time.

Manufacturer narrative:
The serial number has been provided and the device history records are being reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.